Event description:
(B)(4). Started having periods that were heavy and lasted for weeks, high blood pressure, itching, pain in the abdomen, I still have these issues, and have been on a hormone to stop the periods since they could not be controlled.